Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The product will be returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc and act dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No frozen screen noted during test and time clock advances properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.